Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the blood glucose reading was 194 when he was hospitalized. Caller stated that the customer was at the doctor office when they notice that he might be having a stroke, customer was taken to hospital and it was confirmed that he did had a stroke. Caller stated that the customer had fever and was unresponsive at the doctor office. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.